Event description:
It was reported that the user experienced a low glucose event with a sensor reading of 58 mg/dl after drinking a can of soda and had no fingerstick confirmation; the event was categorized as hypoglycemia with unclear cause, and oral glucose was used for treatment. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information with no findings available and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.